Event description:
Insertion tool could not be removed from dental implant. The implant needed to explanted.

Manufacturer narrative:
Insertion tool could not be removed from dental implant. The implant needed to explanted. Fracture was caused by mechanical overload caused by user. Dentist should have consulted instruction for use to prevent this from happen.